Manufacturer narrative:
The report of the system controller alarming was confirmed and reproduced during analysis. The evaluation of the returned system controller revealed a compromised inner conductor. The white power cable was found to have a compromised green (positive power line v+) inner conductor at the connector end. The broken green conductor shorted to the shield/ground and resulted in system interruption. A review of device history records for this system controller showed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the system controller alarmed when connected to batteries and the power module. The system controller was exchanged and the event was resolved.